Manufacturer narrative:
(B)(4). The customer advised that the therapy electrodes used during the event were disposed of; therefore, they were not available for physio-control to perform an examination. Following the aforementioned patient event, the customer reported that a service technician had evaluated the device and was unable to duplicate the reported issue. The device was then placed back into service for use. The customer confirmed that the device had recently passed a user test and was showing ok on the readiness display. Physio-control provided the customer with technical assistance and advised the customer that their device is no longer supported by physio. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered on, but did not detect that the therapy electrodes were plugged in during a patient event. The customer advised that he had not been at the scene of the event and that he had been told about it approximately "six months to a year ago." The specific date of the event could not be provided by the customer. The customer further advised that he had no further details about the patient or the event.